Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose of 400mg/dl. It was also reported that the insulin pump was not programmed correctly. The caregiver stated the doctor took the insulin pump of the customer. No further information was provided.